Event description:
A malfunction alarm with code malf 9 was reported, and technical support assisted the customer in resetting the pump. There was no adverse impact to the customer's blood glucose level. Despite the reset, the malfunction code recurred, leading technical support to replace the pump. The customer was instructed to use manual insulin delivery as backup therapy and understood the process for returning the faulty pump. A replacement was sent without requiring a signature on delivery.